Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laparoscopic repair of ventral incisional hernia and cystoscopy due to sui and incisional hernia. It was reported that following insertion the patient experienced infections, dyspareunia, incontinence and inflammation. It was reported that the patient also had bard composix implanted on (B)(6) 2009 to treat hernia.

Event description:
It was reported that the patient underwent a gynecological procedure (B)(6) 2009 and mesh was placed into the patient¿s body. Reference is also made to a bard ¿ composix lp mesh ellipse implanted at the same time. No clarifying information is provided. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent open repair of incisional hernia with 26 x 34-cm ptfe underlay patch and an overlay of bilateral rectus muscle advancement flap (component separation technique), and lysis of adhesions on (B)(6) 2011 due to multiple recurrent incisional hernia. It was reported that patient underwent debridement of abdominal wound including skin, subcutaneous tissues, and superficial fascia (innominate fascia of the external oblique) on (B)(6) 2011 due to necrosis and dehiscence of the lower portion of the abdominal wound. (B)(4).